Event description:
The below report was received by health authority usfda (reference number: mw5112882) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2010 she experienced abdominal pain (seriousness criterion medically important), menstruation irregular ("menstrual irregularities"), back pain ("instant back pain"), headache ("headaches"), migraine ("migraines") and heavy menstrual bleeding ("heavy flow that can saturate menstrual pad in thirty minutes"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to menstruation irregular, back pain, headache, migraine, heavy menstrual bleeding or abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority usfda (reference number: mw5112882) on 31-oct-2022. The most recent information was received on 10-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("intense abdominal pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2010 she experienced abdominal pain (seriousness criterion medically important), menstruation irregular ("menstrual irregularities"), back pain ("instant back pain"), headache ("headaches"), migraine ("migraines") and heavy menstrual bleeding ("heavy flow that can saturate menstrual pad in thirty miinutes"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to menstruation irregular, back pain, headache, migraine, heavy menstrual bleeding or abdominal pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.